Event description:
According to the reporter, occurred during a robotic laparoscopic ventral hernia repair. Five sutures broke while the surgeon was tying them to the mesh before the mesh was inserted. Another suture broke when the surgeon ran a running stitch to secure the mesh. Another suture was used to complete the procedure. No patient injury or extension in surgical time. Patient status is alive, no injury.